Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient had a monarc subfacial hammock implanted. No clarifying information provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh/bso due to pop, rectocele, cystocele, vaginal prolapse, and urinary incontinence. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, urinary leakage, erosion, pain during intercourse, fecal incontinence, bowel complications, bladder complications, vaginal and rectal numbness, physical pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria.